Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture, balloon detachment and vessel dissection occurred. The target lesion was located in the diagonal artery. A 1.50mm x 12mm apex¿ flex balloon catheter was advanced for dilatation. However, the balloon ruptured causing a dissection in the diagonal artery. During removal of the device, the balloon was caught on the struts of a previously implanted stent and the piece of the balloon, with the marker, broke off and remained in the patient, unable to be removed. No further patient complications were reported and the patient's status was fine.